Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified injuries. No additional information has been provided.

Manufacturer narrative:
Date sent to the FDA: 7/13/2017 patient codes: (B)(4) - additional surgical intervention additional narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and prolift and tvt-secure was implanted. It was reported that the patient underwent mesh revision on (B)(6) 2011 by dr.(B)(6). It was reported that the patient underwent mesh removal on (B)(6) 2016 by dr. (B)(6). It was reported that the patient underwent mesh revision on (B)(6) 2016. It was reported that following the insertion the patient experienced urgency and urinary frequency. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.